Manufacturer narrative:
Device history record (DHR) review of reported batch numbers have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot numbers in question that can be associated to the complaint reported. No add'l documents were reviewed as part of this complaint investigation. No corrective action can be established at this moment since the defective sample is not available for eval. The customer complaint cannot be confirmed with the info provided. In order to determine a root cause for the components separation, it is necessary to evaluate the physical sample, if it is provided or a picture that can give us enough info to perform an investigation, this complaint will be updated.

Event description:
The event is reported as: complaint alleges: the green bite block became detached in the pt's mouth. No pt injury reported.